Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) about a discordant falsely elevated cardiac troponin I (tni) result obtained on the dimension exl with lm system. Siemens healthcare diagnostics headquarters support center (hsc) completed the investigation of the event. Hsc has reviewed the information provided and the instrument data. Calibration and quality control data were within conformance. Process errors were observed in the instrument data during the time of the reported event. The data indicates that the customer pressed the instrument reset button eight times between the time the troponin I sample was aspirated and the result was obtained (<10 minutes). The cause of the event is unknown. The customer stated that the issue was resolved, they are processing normally and have not observed any further issues since this singular event. The system is operational. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni) result was obtained on a patient sample on the dimension exl with lm system. The discordant result was reported to the physician(s). A redraw sample was processed and a lower result was obtained. The original sample was reprocessed on the same day and a lower result was obtained and reported. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni result.